Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The battery was found at end-of-life (eol) voltage level. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited a battery impedance measurement anomaly. The device was explanted and replaced.